Event description:
It was reported that during surgery, the manual staplers forceps was used to cut and close the stomach did not work properly. Multiple forceps and refills from different batches were required due to repeated malfunction until correct closure was achieved. Control of hemostasis was performed and gastric closure was verified with a blue test.

Manufacturer narrative:
D10 concomitant products : egiauxl - egiauxl endogia ultra univ xl stapler - lot# p5e0891 sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel - lot # n5e1966y sigtrsb45amt - sigtrsb45amt 45mm med thk reinforced rel - lot # unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.